Manufacturer narrative:
Device evaluation the device has been returned and evaluated by product analysis on 31-jul-2019 with the following findings: during investigation, the pump was powered on and the display was found to be blank with audible tones and vibrations. The pump revealed a failed display flex that caused the display to appear blank. A test display was used and the test display functioned as it should. The original dim/fading/color spectrum display issue was unable to be tested due to the blank display, unrelated to the original complaint, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.